Event description:
It was reported that this right ventricular (rv) lead was exhibiting high capture threshold one week after implant. An x-ray was performed and found that the lead had dislodged, and the slack was pulled back. This lead was successfully repositioned. No additional adverse patient effects were reported.